Manufacturer narrative:
(B)(4)

Event description:
The patient's pump started alarming in the afternoon. It was noted that the patient's pump was filled (B)(6)2010 and that the session file from that refill stated that the pump was in stopped mode. The patient had surgery on (B)(6)2010 and the hcp thought that the pump may have been stopped at that time. The patient started going through withdrawals around 6 pm on (B)(6)2010. On (B)(6)2010, telemetry confirmed a critical alarm was occurring; the alarm was due to zero ml reservoir volume being reached. On (B)(6)2010, it was reported that the pump was fine; the physician's assistant had put the pump in stop pump mode. On (B)(6)2010, the physician reported that the pump stalled on (B)(6)2010. A pump replacement was planned. The patient's outcome was reported as "no injury". The device system was used to deliver fentanyl, dilaudid, clonidine, and bupivacaine.